Manufacturer narrative:
The biomedical engineer reports that the display is unreadable. The display is washed out and has lines going through it. Customer was provided part number and transferred to customer service. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The biomedical engineer reports that the display is unreadable. The display is washed out and has lines going through it.